Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. After the valve deployment, a post dilation was performed since mild paravalvular leak (pvl) was observed in echocardiography. After the post dilation, worsening of central aortic regurgitation (ar) was observed. Although catheter and guidewire were removed from the left ventricle, the ar did not improve. In echocardiography, it seemed that all leaflets moved, but it was considered that inadequate leaflet coaptation occurred. Systolic arterial blood pressure (sabp) was about 120 mmhg, and hemodynamics was stable. However, since it was concerned that ar was more than moderate, tav in tav was performed. After the tav in tav, no central ar or pvl was observed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "improper leaflet coaptation" and "deployed valve exhibits central regurgitation" were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve... After the valve deployment, a post dilation was performed since mild paravalvular leak (pvl) was observed in echocardiography. After the post dilation, worsening of central aortic regurgitation (ar) was observed... In echocardiography, it seemed that all leaflets moved, but it was considered that inadequate leaflet coaptation occurred- since it was concerned that ar was more than moderate, tav in tav was performed." Improper leaflet coaptation: there are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. In this case, post dilation was performed to address paravalvular leak. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to improper leaflet coaptation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Deployed valve exhibits central regurgitation: potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, central regurgitation was observed after post-dilation was performed to address paravalvular leak. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from proper coaptation, leading to central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.